Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the main board was defective. The main board was replaced and the device was tested to operate to manufacturer specifications.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "hrdwr fault" (hardware fault) alarm and became inoperable while in use with a patient. The customer reported that there was no patient harm and the patient was transferred to a back up device.